Event description:
It was reported that oversensing was noted on the ventricular channel. The lead was explanted. The implant and explant date is unknown.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10.5 cm distal to the df4 connector pin. All fragments were received for analysis. The visual inspection revealed multiple signs of wear along the lead fragments. In particular between 13 cm and 8 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause of the clinically observed oversensing. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and data such as diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. During further visual inspection several extraction damages were noted. The lead body was torn up approx. 7 cm proximal to the lead tip and the conductor cable to the ring electrode was pulled out of its lumen. Additionally the ring electrode was shifted distally and the conductor cable was pulled out of the lumen in this region as well. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.